Event description:
The customer reported, the lead was explanted because it was dislodged; location of lead is unk. The device was actively implanted for approximately 4 days.

Manufacturer narrative:
The lead was not returned for analysis, location is unk. The manufacturer is trying to get the lead back for analysis and any additional event information from the physician; if obtained, a follow-up report will be sent. Lead dislodgement is recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.